Event description:
Schiller ag has received the report 0301190000-2024-8016, according to which: "system displayed inability to reliably acquire and produce realistic hemodynamic values. Heart rate (hr) per merge is inaccurate reading 0 to low 20s. Changed and alternated leads to find hr unsuccessfully. Changed the hr to be from the o2 sensor and had accurate hr. When switching to o2 sensing lost the ability to calculate aortic pressures. Could visually see the pressures but system unable to calculate for the report."

Event description:
Schiller ag has received the report 0301190000-2024-8016, according to which: "system displayed inability to reliably acquire and produce realistic hemodynamic values. Heart rate (hr) per merge is inaccurate reading 0 to low 20s. Changed and alternated leads to find hr unsuccessfully. Changed the hr to be from the o2 sensor and had accurate hr. When switching to o2 sensing lost the ability to calculate aortic pressures. Could visually see the pressures but system unable to calculate for the report.".